Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed, finding errors related to the complaint. A review of the data log observed multiple shutdown errors due to battery low at high battery capacities.the receiver was attempted to place in the manufacturing mode preparatory to testing and it failed as it went into perpetual rebooting. The receiver was unable to run on functional test due to perpetual rebooting. The receiver case was opened for internal visual inspection and it failed . The reported event that the receiver ceased to function was confirmed during battery testing and interior inspection. The root cause was determined to be a defective receiver battery.